Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient's tricuspid valve was attempted to be repaired with a tricuspid annuloplasty ring. Immediately post implant, the ring was explanted for unknown reasons and a bioprosthetic valve was successfully implanted.